Event description:
A "sensor error" message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced cramps and seizures, which resulted in a fall and customer was unable to self-treat, requiring health care administration administration of a sweet drink and chocolate for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.